Event description:
During insertion of the iab, it was noted that the introducer sheath was torn near the hub and was leaking. As a result of this, the iab and introducer sheath were removed and replaced. There were no patient complications.